Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit on (B)(6) 2014. The patient had recently undergone generator replacement on (B)(6) 2013. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. It is unknown if surgery has been performed. Attempts to obtain additional information have been unsuccessful to date.